Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh monofilament knitted polypropylene (bard flat mesh) on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against bard mesh monofilament knitted polypropylene (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh monofilament knitted polypropylene (bard flat mesh) on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against bard mesh monofilament knitted polypropylene (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with implant of bard flat mesh. Per operative notes, ¿the incarcerated multiple hernia defects x5 was identified and dissected. A large piece of bard flat mesh was placed and tacked using staples. ¿(B)(6) 2013 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with excision of mesh and laparoscopic repair of gastric bypass. Per operative notes, ¿a midline incision was made where the hernia located. The previous mesh was encountered. The multiple adhesions of omentum stuck to the abdominal wall where the old mesh was located, all of these were taken down. The hernia defect was reduced and repaired with sutures. ¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b3, b4, b5, b7, d3, d4 (catalog no, lot no, UDI), d6b, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned